Event description:
Additional information was received indicating that the patient was seen by a manufacturer representative on (B)(6) 2015. The manufacturer representative was able to recruit the left arm with the lower electrodes and the coverage was appropriate in the left arm and hand. They were also able to recruit the right shoulder, this shoulder stimulation was new. The patient had a follow-up appointment for evaluation in (B)(6) 2015.

Event description:
It was initially reported that patient¿s implantable neurostimulator (ins) system had not been working for the patient for about 2 weeks. It was subsequently reported that the patient had a fall about 2 months ago where the broke their ribs and noticed that the ins was no longer covering their pain. About 2-3 weeks ago the patient realized that they were not feeling the stimulation from the ins. A cervical x-ray was performed and indicated that the lead had migrated out of the cervical area. The patient was to return to their healthcare professional¿s (hcp) office on (B)(6) 2015 for review and discussion regarding a lead revision but the appointment had to be cancelled due to weather. An alternate appointment had not been scheduled. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3898-33, lot# lb6676, implanted: 2004-(B)(6), product type: lead. Product ID: 747166, serial# (B)(4), implanted: 2004-(B)(6), product type: extension. Product ID: 3898-33, lot# lb6676, implanted: 2004-(B)(6), product type: lead. (B)(4).